Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set is blocked event on 31-jan-2026. The patient was treated with manual injection. No further information available.